Manufacturer narrative:
Additional information received on 27-sep-2019 that there was no patient involvement. Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with damaged lens and liquid inside pump. Investigation unable to download event history log due to reported error. Visual inspection and power up process were performed. The customer's reported problem "error 45639 at power up" was confirmed. According to the investigation the fluid inside the pump caused the reported problem and it appeared that the pump was immersed in water. The pump main pcb was replaced. The problem source of the reported problem was user interface.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had an error 45639 at power on. There was no reported adverse event.